Manufacturer narrative:
Continuation of d10: product ID pnma01411a004 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37791 (serial: unknown); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The caller had a damaged recharging waist belt. Patient reported that last night they put their belt on to charge their implanted neurostimulator (ins) and something was stabbing them and they took it off and the housing that holds the battery charger was broken. Patient stated that they have a dead battery and they hate the device and struggle with it. Patient mentioned that they don't sleep very good in the first place and they are sleeping a hell of a lot less now due to the implant. Patient noted that it's been 11 minutes one night and 17 minutes the next night when charging their implant; patient reported that the charging device releases hot air and that they get hot and cannot charge for very long and that they get annoyed. Patient asked if there was a cooling device for the charging device so that they don't get so hot when charging; agent reviewed information. Patient inquired about something they saw on tv called inspire and wanted more info rmation on it; agent asked if they meant inceptiv but patient said no and then asked what inceptiv was so agent reviewed information. Patient asked agent what to do since they hate their device and are using it less and less; agent advised patient to work with their managing doctor and medtronic rep to further address the issue. Patient noted that they are also going to call their sleep doctor due to their sleeping issues. The issue was not resolved. Agent sent an email to repair to replace the belt.